Event description:
It was reported to philips that the paddles would not shock when the button was pressed, so the nurse had to press the shock button on the device. An "unknown paddles" error message was displayed on the screen. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.